Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) was "releasing a smoke from the back left side opposite of the power cord." The device was not in contact with a patient. No patient injury, death or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the 00mlx 300w xenon lightsource was received in used condition. Evaluation could not duplicate any issues of this unit producing smoke and no signs of damage due to smoke or overheating were identified. The unit passed all service and repair testing. Root cause analysis: the reported complaint could not be confirmed. The issue of this 00mlx unit producing smoke could be due to foreign particulate igniting inside the 00mlx unit caused by improper cleaning. No manufacturing, workmanship, or material deficiency has been identified.